Event description:
Per dealer, the frame is broken, not at a weld, but where the seat attaches to the frame, waiting for pictures before determining what frame is in questions. Per pictures, it is the seat frame.